Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced increased lunch meal insulin doses after announcing ¿less than¿ meals, with concern about higher post-meal glucose and fear of announcing usual lunch meals; the user uses a dexcom g7 and reported hyperglycemia in association with these events, and education on meal announcements and algorithm adaptation was provided. Symptoms included episodes of hyperglycemia and a reported low glucose of event 50 mg/dl with shakiness, dizziness and sweating, treated with oral glucose. Outcomes included transient glycemic excursions without hospitalization. Investigation included review of device data and reports, confirmation of cgm integration, and user education on correct meal announcement practices. Investigation of this case revealed that announcing ¿less than¿ meals likely led to algorithm maladaptation and increased subsequent meal doses despite consistent meal content. It was concluded, based on previously established findings for similar reports, that user input error related to meal size announcements was the probable cause.